Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that infection occurred three weeks post implant procedure of the leadless implantable pulse generator (ipg). Patient is a known intravenous (IV) drug abuser, which her doctors feel contributed to her infection/endocarditis. The leadless ipg was extracted and replaced. No further patient complications have been reported as a result of this event.